Event description:
It was reported that the pt underwent a revision surgery approx 1 year 7 months post-op to remove a t7-s1 posterior construct with fractured titanium rods. The surgeon performed excision of pseudoarthrosis at t12-l2 with re-instrumentation at t7-s1.

Manufacturer narrative:
The device has not been returned to medtronic for eval. Post-op x-ray eval confirms the breakage of the right rod above the highest lumbar screw. Unable to determine cause of the event.